Event description:
It was reported that during testing on (B)(4) 2011, it was seen that 4 electrode channels have short circuits. In addition there are two channels with hi electrodes.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.